Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the high-resolution stereoscope viewer (hrsv) on both sides. The system was tested and verified as ready for use. Isi did receive the hsrsv involved with this complaint to perform failure analysis. Fa was not able to reproduce the reported complaint. The tse found error 121 in logs, meaning hrsv reported not reaching desired brightness within 5 minutes. The unit was installed onto the test system and on startup the unit presented no issues at all. The unit was left idle for 20 minutes to look for possible error than system ran 10 power cycles. No errors or image fault were observed during fa. Isi also received the second hsrsv involved with this complaint to perform fa. Fa was not able to reproduce the reported complaint. The tse found error 121 in logs, meaning hrsv reported not reaching desired brightness within 5 minutes. The unit was installed onto the test system, and it was noted that the backlight was weak on the unit, brightness was notably different from the test fixture hrsv. No issue was noted in signal or error logs, so system ran through 10 power cycle and sat idle for 20 minutes, no further issues or errors of note.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, an ongoing issue was noticed with the left eye being black on surgeon side console (ssc) 1. The customer stated they have been clearing issue with a hard restart. The customer moved over to ssc 2 for this case. The procedure was converted to another da vinci system with no reported injury.